Event description:
Additional information was received from the manufacturing representative. Rep confirmed that after switching pt back to group a there was no shocking. Rep has reviewed all settings, the only difference was group b has lower intensity. After switching to group a, patient did not continue to feel overstimulation. Information was confirmed by patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the rep met with the pt on (B)(6) 2025 for a post-op / follow up appointment. The pt reported that they had been using group a, and they were feeling too much stimulation at night.  At this appointment the rep created group b so the pt could use group b stimulation at night instead of having to increase stim on group a each night. To create group b, the rep copied group a and decreased all of the settings by 1.0 ma. The rep then used the pt's handset to show the pt how to switch to group b at night. When the rep switched to group b, the pt reported feeling shocking and overstimulation despite the programming being the same except for being 1.0 ma lower in intensity. He rep went back to group a with no issues.  The pt would continue to use group a and not use the other groups.  The cause of the shocking and overstimulation that occurred when switching to group b was not determined.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.